Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver 100mg of activase, at an unspecified rate over a duration of 30 minutes. It was reported that during priming, prior to patient use, the nurse noticed an unspecified volume of medication immediately leaked from the leg of the clave y-site of the tubing set. The tubing set and the medication were replaced and the therapy was initiated. The customer contact reported a delay on therapy of 5 -10 minutes. There were not reported adverse patient effects. No medical interventions were required. No additional information was provided.